Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged lung disease. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. The error log showed 0 errors logged. Care orchestrator data was not available for download. Product investigation laboratory also observed during the investigation pil observed the top cover is tilted and damaged, the device seems to have been dropped. Pil observed dust-like contamination on the top cover/ui panel. Small scratches and unknown damage was observed on the bottom enclosure. Small dents were observed at the corner of the top cover. An unknown greyish crystalized contamination was observed at the rear of the interior side of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. A whitish dust-like contamination was observed on the humidifier flip lid assembly. A small amount of scuff marks were observed on the rear of the bottom enclosure. Dust-like contamination was observed on the left side panel. Pil observed dried liquid spots and dust-like contamination on top of the water tank, on the interior side of the flip lid assembly, and walls of the bottom enclosure. Whitish dust-like contamination was observed on the flip lid seal. Dust-like contamination with tiny hair-like particles were observed in the lower base and under the heater plate. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged lung disease. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer